Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 375 mg/dl with a small level of ketones. The customer did not know the cause of the high bg. The customer reverted to using a back-up pump and a correction bolus was delivered to address the high bg. The customer was to use the back-up pump until the high bg was discussed with a healthcare provider.